Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient complained that she got shocking sensation in the pocket. The patient thought it may have been associated with cold weather. The device manufacturer representative read her pump post-MRI on (B)(6) 2016 and the patient mentioned it. The patient had gotten in a wreck and she had an MRI; she just needed an MRI check. It was unknown when the patient first experienced the issue. The representative noted no troubleshooting could be done and it was not happening that day. The cause was not thought to be ever determined. No actions/interventions were taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.